Event description:
The reporter stated the surgeon inserted a micl 12.1mm implantable collamer lens on (B) (6) 2010. As the lens was being inserted into the eye, the lens unfolded upside down. The lens was removed with no pt injury. Backup lens was implanted.

Manufacturer narrative:
(B) (4) - lens inserted upside down - evaluation results - (other): visual inspection of the returned product found on visible damage to the lens. There was evidence of surgical dried dark residue. A lens work order search was performed and no similar complaints were found within the same work order . Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4)